Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 495 mg/dl at the time of the report. Reportedly, the pump supplies were changed to address the issue. Customer reverted to manual injections for insulin therapy.